Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issues were confirmed. Due to a cut on the bending section cover, water tightness was lost. The connecting tube had a wrinkle, was sticky, and dirty. The distal end was dirty, had a burn and a crack. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The bending section cover had a cut. Due to a cut on the bending section cover, insulation resistance value at distal end did not meet the standard value. The electrical connector was dirty. Due to deformation of the electrical connector, the endoscope cable could not be connected securely. Switch one (1) had a cut. The universal cord had discoloration. The grip, angulation lever, control unit and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during a field inspection, the evis exera ii bronchovideoscope had a leak in the bending section cover, scratches in the connecting tube, a dirty distal end, and low angulation. No patient harm reported. During the evaluation of the device, it was noted the coating was peeling on the connecting tube due to deterioration. This report is to capture the reportable malfunction of the coating was peeling on the connecting tube due to deterioration noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issues were found during reprocessing.

Manufacturer narrative:
Additional information: e1-e3 (customer contact data acquired via diligence).

Manufacturer narrative:
The aware date should be 22-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, storage environment, and so on. User can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy. Precautions_warning: this instrument may not be durable, or may not have sufficient durability against the respective methods stated in the guidelines of each country for removing or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Confirm that there is no irregularity before use, and use under responsibility of a physician. Do not use if any irregularity is found. ·storage and disposal. Warning: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk." Olympus will continue to monitor field performance for this device.